Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked during use. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
Based on the limited information provided, and no samples or photos, solventum is unable to verify the leak, identify exact location and root cause. Ranger system leaks can be caused by over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. Solventum will continue to monitor.

Manufacturer narrative:
The device was returned to solventum for analysis. Upon testing the sample, there was a leak from a crack in the heat exchanger. It was also found that there was a dent in the tube near the rolling clamp. Upon further investigation when the rolling clamp was opened to its maximum, the gap between the rolling clamp and the tube was narrower than the diameter of the tube, resulting in a dent in the tube. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.